Manufacturer narrative:
Follow up #3 - correction - date of submission of follow up #3 is (B)(4) 2013. Date of additional analysis in follow up #3 is (B)(4) 2013.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2013 with the following findings: review of the black box and download history revealed that data from the date of the reported failure had been overwritten due to continued patient use. No activity outside normal use was observed in the history that was available. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no information from the date of the reported failure as this information had been overwritten due to continued patient use. There was no activity outside of normal use noted in the available data. The total daily dose deliveries add up correctly and reveal the user's programmed basal rate target. On testing, the pump powered on with a dim, reddish display. A test display was attached to the pump and illuminated properly. The pump was exercised for 29 hours without alarm or failure and was found to be delivering insulin within specifications. The pump was opened for investigation and did not reveal any evidence of defect or damage of the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that he had elevated blood glucose (bg) levels since the morning of (B)(6) 2011. At the time of his contact with the animas representative, the pt claimed that he obtained a "high" blood glucose reading on his meter. A review of the bolus history revealed that he had two 0.00 unit boluses for the day. The pt thought he had given himself boluses. The tdd was reviewed and all numbers added up correctly. The pump's date/time and basal settings were confirmed to all be correct. The site reportedly looked good with no redness, swelling, pain or discharge. The pt denied being ill and was not on any new medications. He also denied consuming new foods or having activity changes. The pt was rotating sites and avoiding areas of scar tissue. A review of the pump's suspend history revealed multiple suspends for the day. However, the animas representative determined that the suspends did not contribute to the pt's elevated blood glucose. The pt contacted animas again on (B)(6) 2011, and claimed he might have been accidentally suspending the pump. He also claimed that a specific infusion set was not working for him. He indicated that his bgs were resolved when he changed his infusion set to a comfort short set. The pt declined to return his pump to animas for evaluation. He claimed the pump was working fine. Based on the info provided, this complaint is being reported due to the following conclusion: the pt reportedly had a blood glucose level that meets animas' criteria for a serious injury. The pt thought he had given himself boluses that were recorded as being 0 units.